Event description:
A malfunction was reported on the customer's pump. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump as the malfunction code was resettable. After the reset, the malfunction did not recur, and the customer was informed they could continue using the pump and to contact support again if the issue reappeared.